Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's mother called back to continue troubleshooting for the air bubble anomaly. Customer's blood glucose was 10 mmol/l. There were no cracks or damage on the insulin pump. Caller performed the self test and the displacement test and the pump passed. Caller stated that when they have air bubbles they disconnect the customer and the reservoir from the pump. Customer stated that they will use an item to push on the back of the reservoir. Caller was advised that this can warm the o-rings and cause more air bubbles. Customer has been getting air bubbles after disconnecting from the shower. The pump user was not present at the time of the call. Customer was sent 2 boxes of reservoirs as replacements.